Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle on one of the sensors broke off. It was also stated that there were connection issues, the sensor was shutting off, and errors were received. Nothing further was reported.